Manufacturer narrative:
Measure: this issue only impacted this specific device. Analyze: senior cas (B)(6) reviewed the open call for (B)(4): case (B)(6) - centration was superior with good suction application to the eye. Capsulotomy begins at frame #3 with temporal breakthrough at frame #4 with lens bag movement noted. Possible double cuts are noted at frame #5 and #6. Continued bag movement is noted during the fragmentation treatment at frame #21 through frame #32. Both ak incisions are completed with no issues. Root cause: bag movement within the patient's eye caused a double cut to occur during the capsulotomy process. This unstable bag caused a weakness in the capsulotomy during laser treatment. Improve/innovate/control: cas oscar will discuss findings with surgeon and staff.

Event description:
(B)(4) clinical outcome - issue: on (B)(6) 2022, dr. (B)(6) (B)(4) reported to (B)(6) that he had an anterior capsular tear on case (B)(6).